Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed unexpected restart after the battery was inserted. It was stated that the customer has not been wearing the insulin pump because she can't get past the unexpected restart error. The customer has the battery out of the device. It was advised to insert a new battery. They were unable to continue troubleshooting as they did not have the battery cap with them. Mother stated they would call back. Blood glucose value is unknown.